Manufacturer narrative:
510k: this report is for an unknown rib plate. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had original surgery performed on (B)(6) 2016 due to fractured ribs. Reason for the fractured ribs is a result of chronic coughing from chronic obstructive pulmonary disease (copd). Patient recalled that his last surgery (of the 9 surgeries) was done on (B)(6) 2016 due to a broken plate. Broken plate was observed thru CT scan on an unknown date during an office visit with surgeon. During this revision, surgeon removed the broken plate and screws from patients 8th rib left side bone position. Patient reported that the surgeon also removed four (4) inches of bone from his 8th rib and re-implanted a longer plate with screws. Post-operative patient is still in pain. At this time patient has a follow up appointment with surgeon sometime in (B)(6) 2017, but needs approval from the state of (B)(6) to authorize another CT scan, patient has been taking prescribed unknown narcotics for the last two years for pain. Since the original surgery the patient has had a total of eight (8) follow up procedures on various dates. Patient stated that he has had a total of nine (9) ribs implanted with plates and screws since (B)(6) 2016. Patient was not forthcoming on information on the other surgeries. It is unknown the date, reason or implants used in the other follow up surgeries. Concomitant medical products: rib plate (part number unknown, lot number unknown, quantity unknown), screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown rib plate. This is report 1 of 1 for (B)(4).